Manufacturer narrative:
Device evaluation: the report of suspected pump thrombus and hemolysis was confirmed based on the evaluation of vad-(B)(4). A white thrombus formation was found on the proximal end of the rotor body. The thrombus was not adhered to the rotor and did not reveal any evidence of denaturation or laminated layering. The structure of the thrombus suggests that it did not originate on the rotor and developed in another location. However, its origin and a duration of time for which it was present in the pump cannot be conclusively determined. In addition, the proximal-side of the outlet stator revealed a white thrombus formation adjacent to the bearing ball and on one stator blade. The deposition lacked laminated layering, suggesting that it did not develop in this location. Although the origin of the thrombus cannot be conclusively determined, its structure and color were similar to the rotor thrombus, indicating it potentially originated in that location. While a duration of time for which it was present in the outlet stator cannot be conclusively determined, the lack of contact marks on the outlet portion of the rotor and outlet bearing cup suggest that it was not present in this location while the pump was operating. Although a root cause for the observed thrombus formations could not be conclusively determined through this evaluation, the thrombi were partially obstructing the blood flow path and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The returned system controller (serial number (B)(4)) functioned as intended during the evaluation and could not be correlated to the reported events. The controller passed functional testing per procedure and was able to operate a test loop for an extended period of time without any issues. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, the patient noted that he started having dark, "grape juice" colored urine. He noted that the urine proceeded to get darker in the morning on (B)(6) 2015. The patient was advised to go to the clinic and was admitted to the hospital. The patient's international normalized ratio was 2.6 on admission. The patient was placed on argatroban and continued on coumadin. A pump exchange was completed on (B)(6) 2015.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: admitted from clinic with dark urine and elevated ldh/pfh and signs of pump thrombosis, factor v (leiden) mutation. Additional information also included indicated: hemolysis: yes. Event confirmed: u. Device malfunction: n. Prothrombotic states: yes.

Manufacturer narrative:
Approximate age of device: 7 months. The lvad was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.